Event description:
Customer received erroneous ck-mb results for one patient. Initial result with 1:100 dilution gave 225.9 ng/ml. The initial result was reported to the emergency room, the patient had been discharged prior to the erroneous ckmb result being reported. Patient was called back to the hospital for additional treatment due to the ckmb result and given the diagnosis of heart attack. One hour later, the same was repeated giving 230.5 (1:100 dilution). Same sample repeat two more times gave 4.54 (undiluted) and 222.5 (1:100 dilution) ng/ml. Patient received a cta scan with and without contrast, an IV was administered and additional lab work was done including a ckmb and tnt. This second patient sample gave ckmb result of 4.56, 4.45 and 4.47 ng/ml. The erroneous results were generated when the 1:100 dilution was applied. Roche labeling documents a 1:2 dilution should be used for a high sample and any result higher than the technical limit after diluting 1:2 should be reported as greater than 500. Customer was advised the 1:100 dilution used was outside roche technical documentation for sample handling. If additional information is received, appropriate notification will be provided.